Event description:
Related manufacturer reference number: 3006705815-2023-08324. It was reported the patient experienced inadequate stimulation. Patient was also involved in a car accident. As a result, the entire system was explanted and replaced on (B)(6) 2023.